Manufacturer narrative:
An internal biomerieux investigation was performed following a customer in ireland notifying biomérieux of obtaining a potential misidentification of streptococcus pneumonia as s. Mitis-s. Oralis in association with their vitek® ms instrument (ref. (B)(4), (B)(6)). Fine tuning: analysis of the calibrator mzml files showed the system status as ¿good: no fine tuning is needed¿ during customer tests. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Sample data analysis: biomérieux quality control laboratory reproduced the vitek® ms customer results as streptococcus mitis ¿ streptococcus oralis. The biomérieux laboratory reprocessed the customer data with vitek ms kb v3.2, and also obtained a single choice of streptococcus mitis ¿ streptococcus oralis and a ¿no identification¿ result. The low discrimination result was obtained with a good identification score level but with an heterogeneous number of peaks (varying between 26 and 113). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). The ¿no identification¿ results were due to ¿notenoughpeaks¿ or ¿too noisy¿ spectra. This occurs when not enough organism has been deposit on the spots, leading to ¿noisy¿ spectra. Consequently, the amount of ¿good peaks¿ detected during acquisition will be not sufficient to allow a good identification. The biomérieux laboratory confirmed the customer strain as streptococcus mitis based on soda gene sequencing. These results are in accordance with vitek ms results. Vitek ms did not provide any misidentification. There is no product malfunction. Conclusion: no product malfunction occurred. The device worked as designed and intended.

Event description:
A customer in (B)(6) notified biomerieux of a potential misidentification of streptococcus pneumoniae as streptococcus mitis/oralis when testing with the vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer isolated streptococcus from a clinical isolate which was susceptible to optochin and therefore reported as a presumptive s. Pneumonia. Vitek ms was used for confirmation, and obtained an identification of streptococcus mitis/oralis 99.9%. This ID was repeated from columbia sheep blood agar with the same result of s. Mitis/oralis 99.9%. The isolate was repeatedly susceptible to optochin and positive with a streptococcus pneumonia latex kit. There is no indication or report from the laboratory that this event led to any adverse event related to the patient's state of health.